Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported. There were no signs of physical damage or anything unusual in the logs. The fse replaced the display and verified there was no issues with it powered on. All functional and safety test performed. Unit returned to customer. The failure analysis and testing department received the following part associated with this complaint: display top lcd this part was received with a reported unit failure message of ¿top display red.¿ the failure analysis and testing department performed a visual inspection, and the parts was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd, into the cardiosave test fixture and tested. Performed functional tests and passed. Also pumped the cardiosave test fixture and could not observe top display red. The fat dept. Could not verify the failure message of ¿top display red.¿ display top lcd passed testing. Retaining display top lcd in the fat dept. Per procedure.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a red top display. There was no patient involvement.